Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a dirty tip clamp sleeve in the problem area. All tip clamp sleeves were disassembled, cleaned, and re-installed. The instrument was tested without further problem and returned to service.